Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and upon visual inspection, no issues were found that would be related to the reported issues. The unit was installed onto a known good system and the yaw and pitch axis was noisy and felt vibration during the back-drive test. The unit was installed onto a patient side cart fixture test platform (pftp) and failed pitch on friction. Engagement issues were not able to be replicated; however, the degrees of freedom - yaw axis (dof2) sensor failure was confirmed during testing. The radio frequency identifier (rfid) and yaw sensor were replaced during repair of the unit. The complaint was confirmed based on the failure analysis. The root cause for friction issues is attributed to faults within the yaw and pitch harmonic drive and motor modules. The possible cause would be slight misalignment between harmonic drive components.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted inguinal hernia - bilateral surgical procedure, the customer contacted intuitive technical support engineer (tse) to report engagement issue with universal surgical manipulator (usm2). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. Arm 2 was stowed instead of arm 1 and it was discontinued. Only 3 arms were needed for the procedure and the surgery was completed successfully.